Manufacturer narrative:
The received device had the cannula assembly deployed. No bends or kinks were observed on the soft cannula, however, the exposed portion of the soft cannula was found torn, allowing for fluid to exit through the tear. It cannot be determined when or how this damage occurred. No other defects or deficiencies were found during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl. The pod was worn between 24 and 36 hours on the abdomen. It was noted that the cannula was bent. Hyperglycemia treated with pen injection, a new pod and correctional bolus.